Event description:
The patient contacted animas on (B)(6) 2012 reporting that in march the keypad buttons were intermittently unresponsive. The patient reported that her blood glucose was 232mg/dl with no signs or symptoms. The patient confirmed that the keypad is intact but the paint was worn on the keypad. The patient reportedly wore the pump clipped to the waistband or to undergarments. She also stated that she has a protective lens film on the pump and she does not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.